Event description:
A surgeon reports a patient had intraocular lens (iol) implant surgery in 1997. The iol appears to be covered with a "film" and the patient has experienced a decrease in visual acuity. A yag capsulotomy was performed in 2005. The surgeon has scheduled an iol replacement for 5 months later, at which time it is anticipated the patient will be hospitalized.